Event description:
It was reported that during a device change out procedure, this lead experienced difficulty being removed from the cardiac resynchronization therapy defibrillator (crt-d) header. Technical services (ts) provided troubleshooting steps including techniques for removal. An attempt is being made to obtain additional information and the model and serial number of this lead. Should additional information become available this report will be updated.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem, section d4 model number, lot number, catalog number, expiration date, serial number, unique identifier (UDI) #, operator of device, d6a implant date, section e initial reporter and section g2 report source.

Event description:
It was reported that during a device change out procedure, this lead experienced difficulty being removed from the cardiac resynchronization therapy defibrillator (crt-d) header. Technical services (ts) provided troubleshooting steps including techniques for removal. An attempt is being made to obtain additional information and the model and serial number of this lead. Should additional information become available this report will be updated.additional information received indicated that during device replacement, the lead could not initially be detached because the helix was not turning properly. After troubleshooting with the ts team, including removal of the white rubber piece and re-engagement of the helix mechanism, the lead was successfully removed from the connector. No additional adverse patient effects were reported.